Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause of the problem was isolated to a fractured bga solder connection on ram chips u100 and u101. The root cause of the fractured bga solder connection could not be positively identified but was likely excessive stress on the monitor c/a board. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on (B)(4) 2012 and is currently under review. No adverse event resulted from the defective components. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor would not power up. The pt was issued a replacement monitor.